Manufacturer narrative:
The plate could not be returned as it remains in the patient. Two screws were returned, however, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a screw that was backing out of a resonate plate post-operatively.